Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+1.0/092 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to an excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The reporter stated the lens was explanted on (B)(6) 2016 and exchanged for a shorter lens. This exchange resolved the problem device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).